Event description:
It was reported the insulin pump had cosmetic damage. Customer's most current blood glucose was 248 mg/dl. Customer was riding his bike and the device was dropped. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump was received with cracked and bleeding lcd glass. The device was received with cracked case at display window corners. The device was received with minor scratched lcd window.